Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as backup therapy, received instructions to place pump in storage mode, return pump with prepaid label within 10 days, and reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.